Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated on a lumbar model with multiple instrument trackers being used alongside a single awl. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, a 5 millimeter posterior imprecision was observed. It was reported there was no movement of the reference frame. It was also noted that the surgeon navigated k2m (non-medtronic) instruments that fir within the navlock instruments. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the review of the reported issue. Analysis found that the anomaly was the intended behavior of the application software as the site navigated non-medtronic instruments in medtronic instruments trackers designed to only house medtronic instruments. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.